Event description:
Pt returned with product when they noticed that the syringe plunger was coated/contaminated with a dark brown substance. Pt believes that the substance is "blood", however it does not appear to be blood. The pt returned entire syringe box -100 count-. After examination, no other syringes appear to be contaminated.